Event description:
It was reported that during the procedure the pt experienced a stroke. Stop date was in 2005. An embolectomy was performed and the pt's condition is improved.

Event description:
It was reported that the pt developed speech difficulty, hypotension, and an episode of respiratory distress requiring intubation. The pt was placed on ventilator for production of the airway and to prevent furthr aspiration pneumonia. The pt did fairly wel but took a prolonged period of time to improve. The pt was sedated and given propofol for the first three days, but gradually weaned off the ventilator, and successfully extubated without any major immediate complications. Post procedure, the pt experienced right-sided weakness. The pt was discharged to a rehub facility on 12/04/05. No additional info is available.